Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the x stage cover prevented the system from rehoming and subsequently docking. The representative manually straightened the cover and rehomed the system. A system checkout was performed and all tests passed. The unit operates as intended. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the imaging system would not dock. The site reported that the x-stage cover was slightly crushed, which is causing the issue. There was no patient present when this issue was identified.